Manufacturer narrative:
The reported events of noise and insulation abrasion were confirmed. External insulation was noted at 11.4-11.7 cm from the pin consistent with lead friction the ICD can. This is consistent with the observation from the field of noise and insulation abrasion.

Event description:
It was reported that the right ventricular lead and the atrial lead exhibited noise and insulation abrasions. The leads were explanted and replaced. The procedure was completed without any complications.